Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to foreign material have not been removed since reprocessing could not be conducted properly due to forceps elevator malfunction caused by cut of knob wire (k-wire). Additionally, physical stress caused by hitting distal end of the device or dropping distal end, or chemical stress caused by chemical solution used, adhesive around light guide (lg) lens peeled off and moisture entered inside of lg lens and corroded. Instruction manual evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual evis exera ii tjf type q180v reprocessing manual 5.4 manually cleaning the endoscope and accessories shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The evis exera ii duodenovideoscope was returned to olympus as part of the asset return process. During routine inspection of the device, foreign material was found in the forceps elevator and there was a stain inside of the light guide lens. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
(B)(6). Noting full address due to character limit. The device was returned to olympus as part of the asset return process. In addition to the foreign material and stain inside the light guide lens, the following were found: a dent in the scope cover, a scratch on the bending section cover adhesive, an out of standard value of the bending angle in the up direction due to angle wire wear, an out of standard value of the right/left knob and upward/downward knob due to wear of the angle wire, a scratch on the control unit, a cut on the connecting tube, an out of standard value of the forceps raising angle due to a cut on the knob wire, the play of the up/down knob had play due to wear of the angle wire, buckling on the connecting tube, a scratch on the universal cord, and a shaved plastic distal end cover. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.